Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots had occurred on 02-jul-2018. A visual inspection of the pump revealed the battery compartment was cracked below the grip pad. The returned battery cap undamaged and able to fit securely. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump was unable to power on and was completely unresponsive due moisture corrosion. The pump¿s cover was removed and moisture corrosion was observed to the power printed circuit board and cgm components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.